Manufacturer narrative:
(B)(4). D10: 51-104090 tprlc 133 t1 pps ho 9x137mm (B)(6), 110010263 g7 osseoti multihole 50mm d (B)(6), ep-200146 e1aa brg 40mm id28mm (B)(6), 650-1159 delta tp1 hd 28/-3 (B)(6), 00-6250-065-20 screw 6.5/20mm (B)(6), 00-6250-065-20 screw 6.5/20mm (B)(6), 00-6250-065-20 screw 6.5/20mm (B)(6). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty surgery and was implanted with zimmer biomet products. Subsequently, the patient was revised due to stem sinking and metallosis. All initial implants were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the explanted stem, dm liner, bearing, and ceramic head. The ceramic head and bearing are still assembled. The devices are covered in bio-debris. Further evaluation cannot be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.